Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved . Pogo pin defect.

Manufacturer narrative:
The device history record for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed that the apex pogo pin was damaged and missing and was likely loose within the device. This was further evidenced by a distinct rattle coming from the device. Additionally, the tamper proof label appeared to have been disturbed. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2017 and performed all weekly auto self-tests up to the (B)(6) 2012. The pad-pak was removed following a manual power cycle of under one-minute duration later on the (B)(6) 2012. A pad-pak was reinstalled on the (B)(6) 2013 and the device passed an auto self-test. Information from the history log at this time shows the device records a temperature of -1.7°c. This is below the minimum stand-by temperature of 0°c. The device performed subsequent weekly auto self-tests between the (B)(6) 2013 and the (B)(6) 2017. During this period information from the history log shows the pad-pak was removed on 13 occasions for periods of up to approximately 9 months. Later, on the (B)(6) 2017 the device records 5 manual power ons all of under two minutes in duration. No further log entries were recorded. The device was disassembled to investigate. The device seal appeared to have already been broken, this may suggest the device had been previously opened. Upon visual inspection of the device, pieces of a damaged pogo pin were found inside the device (see attached picture 3 [6], compared with a good pogo pin). The damaged pogo pin was replaced and the apex cable reconnected, and the device was reassembled. A test pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The cause of the report fault can be attributed to the apex pogo-pin becoming damaged and loose within the device. The device was returned for a pogo pin defect. This was verified during the investigation as the pogo pin was found to be damaged and loose within the device. Damage to the pogo pin may have been due to mishandling of a pad-pak during installation. Information from the history log shows the pad-pak was removed and reinstalled on at least 13 occasions. There was no pad-pak returned for investigation. Furthermore, the tamper proof label had been disturbed prior to receipt at heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped.

Event description:
There was no patient involved . Pogo pin defect.